Event description:
It was reported that caller experienced alarm 2 followed by alarm 26 while using infusion set and cartridge with insulin therapy and also reported frequent occlusion issues. There was no adverse impact to the customer¿s blood glucose level. Customer resolved issue by changing infusion set and cartridge and resuming insulin, and technical support advised customer to contact support when currently experiencing occlusion, after which case was closed.